Manufacturer narrative:
Pump received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker. Compromised force system sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor while attempting to fill the tubing. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.